Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated very extensive heart surgery including angioplasty and pulmonary valve implantation the right atrial (ra) lead and right ventricular (rv) leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.